Event description:
It was reported that the same day following the implant procedure, this patient experienced a cardiac perforation due to suspected user error. The patient was stable. It was stated by the healthcare facility that no further information would be provided regarding this event.